Manufacturer narrative:
An investigation was performed using visual and stereo microscopic inspection on the broken distractors returned. Process evaluation was also performed based off the lot number provided. Tensile cracks were observed under the stereo microscope. Further investigation determined that there was no indication of material or manufacturing defects observed. The review of the product device history records was performed on the lot number provided. In this investigation no anomalies were discovered. Material fatigue due to stress on the devices was found to be the root cause for the devices breaking. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Reference exemption number e2017029.

Event description:
Sales representative received the patient's scan from the doctor showing the broken rib plates. At this time no other details are known.